Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. While inserting the iab into the sheath, it unraveled. The md removed the iab keeping the sheath in place. The md requested another iab. Reference medwatch 1219856-2008-00118 for second event involving same pt.

Manufacturer narrative:
Sample will not be returned for evaluation.